Manufacturer narrative:
(B)(4). Evaluation- the product was not returned to assist with the investigation. No information regarding the event was provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
It is alleged that the patient received a cook gunther tulip on (B)(6) 2009 at (B)(6). It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 09/23/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2009 due to bariatric surgery. Plaintiff alleges attempted retrieval on (B)(6) 2009. Plaintiff is alleging device is unable to be retrieved.

Manufacturer narrative:
Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating device is unable to b retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that the "patient received a cook gunther tulip on (B)(6) 2009 at (B)(6) hospital in (B)(6)." It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.